Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, light discoloration / hypopigmentation (pt: injection site discolouration), was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us nurse and concerns a female patient. She was injected with belotero® (not further specified), into the tear through (off label use of device), 1 month prior to this report, in (B)(6) 2021. Belotero was injected using a cannula and placed supraperiostially. In 2021, after the treatment with belotero®, the patient experienced a light discoloration. The patient had a lighter area, bilaterally, where the filler was placed. The hypopigmentation was linear, soft, with a good capillary refill of 2+, but slightly tender on the right (considered as mild, also ambiguously reported as non-tender). There were no other complaints. The skin did not improve after 1 month. Due to the provided information, the outcome of the event light discoloration/ hypopigmentation was considered as not resolved. The outcome of the event slightly tender on the right was unknown. Follow-up information was received on 14-apr-2021: this case was upgraded to serious. The event slightly tender on the right was deleted. The patients initials, date of birth and age were provided. The patient was (B)(6) years old at time of the event. It was confirmed that the patient was injected with a total of 1 ml of belotero®, on (B)(6) 2021. The patient was previously treated with a lip filler and a cheek filler. In (B)(6) 2021, a few days after belotero balance® injection, the patient noticed the event. On (B)(6) 2021, the patient reported hypopigmentation and sent photos. She had no pain or lumps, just the hypopigmentation. The patient was not able to come into the office for assessment until (B)(6) 2021, in which there was no change in pigmentation. The lightened areas were in the same location, in the tear trough area, and were in a linear fashion. No laboratory tests were performed, and no treatment measures were given. The outcome of the event was left unchanged. In the opinion of the reporter, treatment was not necessary to prevent a permanent damage, the event was permanent and not related to belotero®. The reporter causality was therefore changed from reasonable possibility to not related.